Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5314-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that maxplus pressure rated extension set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by the customer that when injecting the contrast with the auto injector that many times the extension set was disconnecting from the IV catheter.